Event description:
It was reported that the device was used during an unk procedure. It was reported the device malfunctioned, no other details. Another instrument was used. There was no consequence to the pt.